Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and existing implantable cardioverter defibrillator (ICD) exhibited an increase in shock impedances. At implant, the shock impedances were 100 ohms, but rose to out of range values of 125 ohms in (B)(6) 2017. The impedances have continued to increase and are now above 143 ohms. The patient was expected to be brought in for further evaluation, but did not show. Boston scientific technical services recommended to monitor and increase the alert limit to 150 ohms. At this time, the products remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the patient was brought in for further evaluation. The shock impedances were observed to be 134 ohms during rest and isometrics. Further review noted that in late january, there were three spikes that were at or above 150 ohms. The patient will be monitored at this time and the products remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was subsequently removed from service due to elevated threshold and shocking impedance measurements. No additional adverse patient effects were reported.